Event description:
The customer reported cracks on the screen of the insulin pump. The customer reported never dropping the insulin pump. The customer was advised to discontinue use of the device and to return it for analysis and a replacement. The customer's reported blood glucose value was 252 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a cracked display window, a cracked case at the display window corners, cracked battery tube threads, and a cracked reservoir tube lip.